Manufacturer narrative:
(B)(4) - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, very late stent thrombosis occurred. The lesion was located in a non-tortuous distal right coronary artery. A 2.75x16mm taxus express2 drug eluting stent was deployed in the lesion. No patient injuries or complications occurred. Over three years later, the patient presented with episodes of recurring angina. The patient had stopped taking their plavix one week prior to the intervention in order to prepare for elective surgery. By ivus, it was noted that the taxus express2 stent was undersized in diameter for the vessel and was approximately 70% occluded with thrombus. An export catheter was used to remove the thrombus and a 2.75x20mm veriflex stent was deployed and expanded to 3.5mm in diameter to properly fit the vessel. The veriflex stent was post-dilated with a 3.5x8mm quantum maverick balloon and ivus was performed to confirm apposition. No further patient injuries or complications occurred. Patient status is listed as "stable."